Event description:
The patient alleges the crystalens was defective and the labeling warnings are inadequate. Alleged deficiencies resulted in injury to the patient, details unknown, severity unknown. Reference MDR #2031924-2010-00056.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.